Event description:
It was reported that the patient had an implantable neurostimulator (ins) placed in 1995 but it ¿never worked out¿ for them. It was noted that the patient had their ins replaced.

Manufacturer narrative:
Product ID 7434-e, serial# (B)(4), implanted: 1995-(B)(6), product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 1995-(B)(6), product type extension product ID 3587a, lot# l34958, implanted: 1995-(B)(6), (B)(4).